Event description:
It was reported to boston scientific corporation on august 9, 2007, that a hydrothermablator (hta) procedure set with tenaculum stabilizer was used during a therapeutic hydrothermal ablation (hta) procedure two days prior. (Patient weight unknown). According to the complainant, during the procedure (roughly three minutes into the case), the patient's cervix opened, which loosened the seal. At that point, the case was stopped and a second tenaculum stabilizer was added. They started the case again but could not maintain a good seal. The case was aborted due to this. A burn, which was only a small first-degree burn, was noted in the perennial region. The patient was treated with silvadene cream. Another laparoscopy was performed which did not reveal any issues. It was noticed that a white spot was on the cervix but unsure when it was noticed. Patient came back to the emergency room over the weekend complaining of abdominal pain. The patient was treated with pain medication (unknown) and released the same day. The patient went in for a follow up that following tuesday and appeared to be healing fine. The patient's condition was reported as "fine."

Manufacturer narrative:
The july 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A product analysis could not be performed because the product was not returned. If the product is returned, in the future the complaint investigation will be re-opened. The burn, based on the event description, appears to have been caused by the loss of the cervical seal. It is imperative to maintain a tight cervical seal throughout ablation in order to prevent burns. Please refer to pages 5 - 7 regarding contraindications for hta as well as precautions and warnings regarding the use of hta. Page 40 of the users manual also refers to the importance of maintaining a good cervical seal.